Event description:
Reporter indicated that the pt was experiencing an increase in seizures. It is unk at this time whether the seizures were above, below or at pre-vns baseline. Good faith attempts are being done to obtain additional info.